Event description:
Pt admitted to hospital for removal and replacement of right ruptured gel breast implant and dermal fat fascia graft to right breast and left breast mastopexy and placement of saline implant. Pt is status post right breast cancer, right mastectomy and right breast radiation from 17 years ago. Pt authorized hospital to dispose of breast implant.